Manufacturer narrative:
Adding additional information: adding concomitant product: implant 24940. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10 and 4116. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional health effect - impact code 4627. This is a follow up report to add this additional code. Correcting information that was in the initial MDR: removing UDI#: (B)(4). Removing investigation findings code: 3243. This is a follow up report for this corrected/removed information. Device received for this event is being corrected from osseospeed tx 4.0s - 8 mm catalog #: 24940 to unknown atis abutment catalog#: unknown atis abutment. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.